Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. The console was tested after arriving in field service. The console indicated that it was running on battery power when it was booted up even when it was connected to ac power. The power cord and fuses were inspected but no issues were found. The voltage was measured between the power supply and the pbm, registering approximately 0.193v, which was way below the normal voltage of 24v. After swapping the power supply with a known good one, the reported power issue resolved. The root cause of the reported power failure issue was determined to be a power supply malfunction. .

Event description:
The complainant reported that during impella support the automated impella controller (aic) power supply failed and the aic switched to battery power. The aic was exchanged and there was no patient harm.